Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. However, neurological deficit such as vision impairment is a known inherent risk of the endovascular procedure and is listed the pipeline flex IFU. Mdrs related to this report: 2029214-2017-00163, 2029214-2017-00164. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient developed visual disturbance and vision impairment two months post pipeline treatment. It was reported that the patient recovered approximately 9 months after onset. There was no report of medical intervention. It was further reported that two flow-diverters were placed in the desired location without any issue. This patient was treated for an aneurysm located in the right paraclinoid segment. The aneurysm was unruptured and saccular with a max diameter was 16.5 mm and the neck width was 12.4 mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.